Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were noted that would result in high blood glucose levels or cause the cannula to become dislodged from the infusion site.

Manufacturer narrative:
The device was not returned for evaluation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient went to a doctor's office to receive chemotherapy and that blood word was done, when they noticed their bg levels rose to 397 mg/dl. Patient was giving a steroid treatment when this happened. Patient was given 10 units of insulin and the pod was removed. Patient reportedly had a headache and was very thirsty. Patient mentioned taking a glucose tablet to bring up her bg levels also. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).